Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom could not be duplicated; however, the status log errors support a malfunction occurred. The xl+ service manual recommends replacing the processor pca for the 1:9 error and running an op check for error 1:24. The processor pca was replaced as a result of the error (1:9). The device passed all testing and remains at the customer site. Based on the error noted in the log, we are considering this a malfunction of the processor pca.

Event description:
The customer reported having performed a successful op check last night, they found the device later on showing the red cross and beeping. The biomed ran a successful op check test and the error cleared. Critical hardware errors were noted in the status log errors ([1:9] 18 v therapy supply out of range, critical service and [1:24] rfu status redundancy failure). No patient involvement was reported.